Event description:
A malfunction alarm was reported with a pump during the loading process, identified as alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, although it was not under warranty, and provided a loaner pump for the customer.